Manufacturer narrative:
Evaluation summary: the device was not returned; the device remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported lowered eye contrast due to a clouded intraocular lens (iol). The customer performed a yag laser treatment. Additional information was requested.